Event description:
The device will not turn the bit. This event did not occur during a surgical procedure. There was no adverse consequence or surgical delay.

Manufacturer narrative:
The returned luhr 90 degree screwdriver has damaged transmission gears which was caused by overstressing the instrument.